Event description:
It was reported per call report that patient (pt) had emergent coronary artery bypass graft surgery last night ((B)(6) 2010). Pt currently pumping 1:1. Av paced. Per report given to rn, overnight pt experienced intermittent arrhythmias & intermittent capture with pacer. Also artifact was reported to be noted on EKG overnight. Rn had discussed triggering issues with the sales representative (sr). Sr asked the clinical support specialist (css) to phone the rn. Rn confirmed pt is now currently on a 1:1 assist ratio, av sequentially paced & intra-aortic balloon pump (iabp) is choosing pattern in autopilot. Rn relayed that she had received report that overnight & early this am iabp had been double triggering. According to rn, she believes it was due to tall t-waves & possible artifact. Rn had questions regarding trigger selection by iabp in autopilot & why it would have been double triggering. Css explained that iabp may have been recognizing the t-wave as a second r-wave. Css further explained that in this instance, they could move the EKG leads anatomically to attempt to decrease the t-wave amplitude on iabp. Rn verbalized understanding of this. We also reviewed that in autopilot iabp will change to arterial pressure (ap) trigger automatically if there are no r-waves seen or EKG is highly distorted. Css further explained that iabp is not choosing a pacer trigger right now because if there is an r-wave; pump will always prefer to utilize the physiological event (r-wave) as its first trigger choice. Rn feels that iabp is pumping appropriately now with no issues.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.